Event description:
A patient reported seeing a power on reset (por) screen for both of their implantable neurostimulators (ins's). The patient also reported pain around the right ins site. They said about 3 to 6 months ago they felt a pounding under their right device that went down to their private. It felt like a muscle spasm but worse. It was noted that two years prior to the report the patient was diagnosed with addison's disease. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported that a manufacturing representative (rep) was present and queried both of the devices. It was determined that both of the batteries were dead. It was noted that the power on reset issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.